Manufacturer narrative:
Device passed displacement test and self test. Device was communicated properly with blood glucose meter. Device was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in the daily history screen. No unexpected bolus stopped alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had bolus stopped alarm. The customer's blood glucose value was unknown. Customer states insulin pump not sending bolus. The insulin pump will be returned for analysis.